Manufacturer narrative:
Combination product: yes. The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the pacemaker itself as well as the inspection of the quality documents associated with the manufacture of the leads and the pacemaker. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed, revealing no anomalies. The log data showed decreasing bipolar ventricular lead impedances and several losses of capture detections. The battery status was found to be larger than 45 percent. The header of the device was analyzed, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Further, a sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing on the atrial and ventricular channel was reported. The physician planned the revision of the implanted system, meanwhile the patient was hospitalized in order to keep him under control. Should additional information be received, this file will be updated.